Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the stent delivery device. The physician was attempting to retrieve the taxus express2 8.8% 3.00 x 16mm drug eluting stent back into the guide catheter when the stent was stripped off the delivery balloon and dislodged. It is unknown where in the pt's body this event occurred. The taxus stent was successfully retrieved with a snare. No pt injuries or complications were reported.